Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the fiber's beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap, devitrification at the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to become forward-firing at approximately at 80,000 joules of use. The procedure was completed using a second fiber. There was no report of patient injury.